Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition is a known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, patient and procedural factors [extreme vessel tortuosity, stored tension in the delivery system and the valve being canted prior to deployment] appears to have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the 26mm sapien 3 valve was deployed canted and too aortic. A second valve was implanted. The bav was performed with a non-edwards balloon. The commander delivery system was inserted via the left femoral artery without issue. Valve alignment was performed and the valve was carefully advanced over the aortic arch. Due to the extreme tortuosity of the peripheral vessels and aorta there was a significant amount of stored tension in the delivery system and the entire length of delivery system catheter was used to get across the native aortic valve. The native aortic valve was crossed and the valve was positioned. The sapien 3 valve was noted to be slightly canted during positioning but the physician was unable to correct the problem with the delivery system. The valve was deployed canted under rapid ventricular pacing, 80:20 aortic/ventricular on the right and 100% aortic on the left. The patient remained stable. Aortic angiogram and tee showed moderate aortic insufficiency and a stable valve. The delivery system was removed without issue. A second valve and delivery system was opened and prepped. The second delivery system was inserted and valve alignment was performed without issue. The delivery system advanced across the arch and across the implanted thv. The second valve was positioned and deployed 20% more ventricular than the first valve yielding a 70:30 aortic/ventricular position on the right and 80:20 aortic:ventricular on the left in relation to the native annulus. The delivery system was removed. The final tee showed no cai and no pvl. The esheath was removed and perclose sutures were deployed without issue. The patient was transferred to the ICU in stable condition. The event was attributed to extreme vessel tortuosity, stored tension in the delivery system and the valve being canted prior to deployment.